Event description:
Trocar sleeve broke away from the plastic handle. All pieces were recovered with no harm to the pt, but pt did have to work really hard to get the piece out of the chest wall / cavity.